Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there as an informational power on reset on the patient programmer the night prior to the report and therefore, he couldn¿t turn the implantable neurostimulator on. The patient was able to successfully clear the power on reset. After turning the therapy back on and adjusting as needed, the patient¿s therapy was adequate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.